Event description:
It was reported that the patient is deceased and died (B)(6) after the right atrial (ra) lead was replaced due to intermittent capture. Post-operatively swelling was reported and aspiration of a pocket hematoma was attempted. The pocket became infected and the patient was started on antibiotics. Blood cultures revealed (B)(6). (B)(6). The entire device system was explanted approximately one and one-half months post ra lead revision when a temporary pacing wire was placed and attached to an external pulse generator. The patient developed a right pneumothorax which was treated with a chest tube, however, the patient died. The patient's cause of death was listed as a stroke with subsequent cardiac arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. Correction was made to (B)(4) to remove "recall" as it is not applicable to these products.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.